Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter stated that the up arrow, down arrow, and ok keypad buttons were unresponsive. The reporter noted evidence of moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 08/12/2013 with the following findings: the keypad was found to be fully intact; there was no peeling or damage observed. During testing, the up arrow button responded as if it was the contrast button; all other keypad buttons responded appropriately. The keypad was removed and there was no evidence of damage or contamination on the button contacts. Unrelated to the complaint, a leak test was performed and a display lens leak was found. The pump case was opened and evidence of moisture was found throughout the pump, including the keypad flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.